Manufacturer narrative:
B3 date of event: date of event was approximated to 03/01/2024 as no event date was reported. F10 patient codes changed from foreign body in patient e2008 to no clinical signs, symptoms or conditions e2403. F10 device codes changed from fracture a040101 to detachment of device or device component a0501.

Event description:
It was reported that the catheter broke off in the patient and they required surgical intervention to remove it. An expo diagnostic catheter was selected for use. During the procedure, the catheter broke off in the patient and they required surgical intervention to remove it. No further patient complications were reported. It was further reported that the distal half to two thirds of the separated catheter were what was stuck inside the patient's arm just above the brachial area up through the subclavian artery area. The device became so twisted but it appears to have detached upon attempts to remove it from the body. After which it broke off and had to be surgically removed.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2024 as no event date was reported.

Event description:
It was reported that the catheter broke off in the patient and they required surgical intervention to remove it. An expo diagnostic catheter was selected for use. During the procedure, the catheter broke off in the patient and they required surgical intervention to remove it. No further patient complications were reported.